Event description:
Unsolicited communication. Pt reported that pump had error occlusion. Patient did not have a back u tubing as tubing may have been an issue. We are sending a replacement supply. Defective pump serial number: (B)(6). Maintenance due date is 12/2024. Pt did miss dose. No adverse events reported. Patient has defective device available for return. All known information is contained on this form. Unknown if md is aware. Reported to cvs/caremark by pt/caregiver.